Event description:
Requests about the hamilton-c6 nebulizer valve.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defect nebulizer valve which was replaced. There was no patient or user harm.

Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
Already with several c6 ventilators, a 'sticking' of the nebuliser valve. In the pneumatic 2 test software, the nev.valve test is passed in the closed state, but it is not always possible to open it. Previously, nebulisation in ventilation mode worked without any problems and produced the desired result when switching to the test software, so that the error could no longer be reproduced on this tested device over a longer period of time. Now the error also occurs in ventilation mode on some devices and, if at all, nebulisation is only enabled on the patient side after a trigger pulse. There is no alarm monitoring via this function, so the error is only registered in the service log as failed. Is there a batch problem with the an 160400 valve?